Manufacturer narrative:
B5: upon follow up, it was reported that the cause of peritonitis was due to "not maintained hygiene". It was reported that the patient was not hospitalized for the event. At the time of this report, antibiotic treatment was discontinued and the patient was recovered from this event. It was reported that the patient was retrained on the proper aseptic technique. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of event was unknown. It was unknown if the patient was hospitalized for this event. On an unreported date, the patient was treated with ceftazidime (1g, once a day, route, and duration were not reported) and vancomycin (1g, every 5 days, route and duration were not reported) for this event. At the time of this report, the patient outcome was unknown. Action taken with pd therapy was not reported. No additional information is available.